Event description:
It was reported that during a surgical procedure conducted at the user facility the navigation system was inaccurate. When intraoperative images were taken, it was identified that the k wires placed were in the wrong position. No adverse consequences to the patient or clinically significant delays were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the navigation system was inaccurate. When intraoperative images were taken, it was identified that the k wires placed were in the wrong position. No adverse consequences to the patient or clinically significant delays were reported with this event.